Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead apparently fractured. The lead was programmed so that the lead would not pace, and remains in use. No patient complications have been reported as a result of this event.